Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation. No intervention was performed. Additional information was requested and received. The patient's condition was unknown.

Event description:
Additional information received indicated that the patient presented in clinic with inability to get their implantable cardioverter defibrillator (ICD) connected to the merlin pulse app. The ICD was attempted to be interrogated, but it was discovered that it had inappropriately gone into backup operation with high voltage therapies disabled. The cause of the inappropriate backup operation was traced to the patient presenting for a magnetic resonance imaging (MRI) procedure without putting their ICD into backup mode prior. Programming changes were made to reset the device. The patient had no adverse consequences due to the event.